Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission revealed the right ventricular lead exhibited noise reversion episodes. All other electrical measurements were stable and in range. On (B)(6) 2016, the patient presented in clinic for follow up. The lead was reprogrammed. The patient was in good condition.